Event description:
Pt was undergoing a heart transplant and during the procedure fluids were being introduced through a ranger warmer. The o.r. Staff noticed fluid dripping on the floor from the warmer. They disconnected the disposable bag/tube set, replaced it and continued with the procedure. There was no adverse outcome for the pt, however, since the sterile field was compromised infection control was notified so they could review the pt chart and track their recovery for the next 30 days.